Event description:
It was reported that during preparation of port placement, only one device was received instead of ten in the case. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported missing units issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (unique identifier (UDI) #), g3, h6 (component, method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of port placement, only one device was received instead of ten in the case. There was no patient contact.

Manufacturer narrative:
H11: as per qe guidance on sampling batch comments, the report indicates that the customer did not receive a full case and instead received a single unit. If the customer had reported receiving a case containing only one unit, this would have constituted a mislabeling or potential manufacturing issue. However, in this instance, it appears that fewer units were delivered than expected. Further confirmation with the sme determined that this does not meet the criteria for a complaint. This report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of port placement, only one device was received instead of ten in the case. There was no patient contact.

Manufacturer narrative:
H11: as per qe guidance on sampling batch comments, the report indicates that the customer did not receive a full case and instead received a single unit. If the customer had reported receiving a case containing only one unit, this would have constituted a mislabeling or potential manufacturing issue. However, in this instance, it appears that fewer units were delivered than expected. Further confirmation with the sme determined that this does not meet the criteria for a complaint. This report is no longer being considered a complaint file and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. G3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of port placement, only one device was received instead of ten in the case. There was no patient contact.